Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited cardiac compass invalid data. The ipg remains in use. It was also observed that the device appeared to be under-sensing and over-sensing on the atrial lead on stored electrograms. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.